Event description:
During an in-clinic follow-up, episodes of post-paced t-wave oversensing (pptwos) were observed on the device. Technical support was contacted for reprogramming recommendations. No intervention has been performed at this time. The patient is stable with no consequences.

Manufacturer narrative:
Corrected data: d6a implant date.